Event description:
Pt haad revision hip arthhroplasty on 2/9/94. On removal of hip prosthesis, a portion of the fiber metal pad was found to be missing from the prosthesis. The segment of pad was found in the intramedullary canal and removed.